Event description:
The customer reported via phone call that a motor error alarm occurred. Customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No motor error alarm or excessive no delivery alarm was noted during testing. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked case at the display window corner and cracked reservoir tube lip.